Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. An e-mail requesting additional information was sent on september 18, 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that on an unknown date the allofit, impactor, straight deformed during impaction and could not be used anymore. Additional information has been requested, but is not available at this time. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: during investigation it was noticed that the event was due to damaged thread and following re-assessment of the reportability of the event, we concluded that this event does not meet the criteria for reportability. Please delete this report from your database. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During investigation it was noticed that the event was due to damaged thread and following re-assessment of the reportability of the event, we concluded that this event does not meet the criteria for reportability. Please delete this report from your database.